Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2016 due to instability. The bearing and patella were revised. No further information has been provided.